Manufacturer narrative:
Hvad pump hw24010 was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although no definitive root cause for the reported infection could be found that relates to the device, it can likely be attributed the indwelling chest tube and external factors such as handling and care of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2015 and presented with erythema present proximal to drive line exit site - area 3cm x 2cm; old chest tube site proximal drive line with fluid-filled blister. The driveline infection was first documented to have been on (B)(6) 2015. Infection was confirmed by wound cultures done at driveline exit site. Patient was said to be stable at conclusion of the surgery. Patient is said to be in the cicu on pressors and crrt with sever rv dysfunction and very slowly progressing. Patient is still hospitalized as of (B)(6) 2016.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient had a chest tube site infection that lead to a driveline infection, requiring an exchange of the lvad pump. No additional information provided. Investigation is ongoing.